Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Three maxcore biopsy needle lot samples were returned for evaluation. All three lot samples functioned properly under laboratory conditions, these devices passed the drop test and were able to prime, fire, and obtain samples without issue. However, as the original device was not returned and lot samples cannot unconfirm the reported issue the investigation will remain inconclusive or the alleged self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a prostate biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that during a prostate biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient injury.